Event description:
It was reported by the affiliate that when (1) pmw35 skin stapler was used during an unknown procedure the surgeon complained that the staples do not freely release from the stapler. This required pulling of the instrument to release it from the tissue, which produced local trauma to the tissue. It also prevented the use of staples for fixing of split skin grafts, as the grafts then required suturing.